Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wheel of an ak 98 machine was observed to be damaged during an unspecified process step. The device was at risk of tipping over. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h6, h11. H11: the device was not received for evaluation; however, the device was evaluated on site by a qualified technician. Visual inspection of the machine showed that the base wheel was damaged. A service history review revealed no indication that the parts replaced during previous service caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the damaged wheel which was replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.